Event description:
A customer reported that the charging port on their pump required adjustment to charge successfully. There was no adverse impact to the customer¿s blood glucose level. The customer did not request a follow-up regarding the issue.